Event description:
It was reported, the pt was dialyzed three times per week, 3-4 hrs at a time in a private practice. During dialysis, the alarm sounded and it was at that time noticed the red adapter of the arterial shank had disconnected from the catheter. Dialysis was immediately stopped and the patient was transferred to the hosp and a new cannon hub replacement set was exchanged with the problem one. There were no reported pt complications.

Manufacturer narrative:
Evaluation: investigation of the sample connector assy. Revealed the arterial extension line hub was missing from the extension line blank. The end of the extension line blank was not jagged or stretched and appears to have been cut off. The end of the extension line that would have been located inside the red connector was not on the sample and the red connector was not returned. A DHR re-review was performed without findings. It is possible that the damage is use-related.